Event description:
It was reported that multiple episodes of svt were incorrectly detected as vt in the monitor zone due to poor morphology scoring when the rate increased. The patient was asymptomatic. The morphology configuration was reprogrammed and a new morphology template was acquired. Normal follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.